Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedureusing vasoview hemopro 2. They observed damaged tip upon opening the packaging. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on (B)(6) 2021. The device was observed outside the plastic protective shell. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and twisted away at the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. Based on the photographic inspection, the reported failure "material twisted/bent wire" is confirmed. . The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25152786 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. They observed damaged tip upon opening the packaging. A replacement device was used to complete the procedure. No patient involvement.